Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7083983. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7084016.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced increased signs of inflammation in the blood and a culture that was taken confirmed infection at the implant site. The physician did not confirm if infection was related to the device or procedure however, both were considered. Therefore, the patient was given antibiotics and underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg sc-1232 serial (B)(6) and lead sc-2366-50 serial (B)(6) revealed that they passed visual inspection with no anomalies. The returned lead sc-2366-50 serial (B)(6) appeared to have been cut during the explant procedure which is not considered an anomaly. A product labeling review was performed and it did not reveal any anomalies. The instructions for use (IFU) states infection and inflammation are possible surgical procedural risks associated with implanting a pulse generator as part of a system to deliver spinal cord stimulation. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7083983, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7084016, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced increased signs of inflammation in the blood and a culture that was taken confirmed infection at the implant site. The physician did not confirm if infection was related to the device or procedure however, both were considered. Therefore, the patient was given antibiotics and underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. The patient was doing well postoperatively.